Event description:
Discordant high advia 2120 hemoglobin results were obtained on two patient samples the customer noticed that the controls were out of range and stopped using the instrument, however results had been sent to the physician(s) the samples were repeated on an alternate system and corrected reports were sent out. There is no known report of treatment given or withheld based on the discordant hemoglobin results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia 2120 instrument . After analysis of the instrument the fse cleaned all the ports and changed the diaghram pumps. The instrument is performing within specifications. No further evaluation of the device is needed.